Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. Despite this damage, the pump did not shut down, and there was no adverse impact to the customer's blood glucose level. Technical support arranged for a pump replacement, with the customer using the current pump to ensure continuity of insulin delivery.